Manufacturer narrative:
Other, other text: additional information- reporter stated the device issue did not cause any patient issues and was reported as an observation by clinician as "loss of pressure" in the pressure chambers during treatment.

Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device was filled with water and powered on. Readings were found to be within specifications. Pressure gauge was noted to be functioning correctly; unable to confirm the reported customer complaint.

Event description:
It was reported that during a blood transfusion in the intensive care unit, the level-1 did not maintain adequate pressure. This resulted in the red blood cell pellet (300 ml/pellet) not being transfused under pressure (300 mmhg). This was especially the case on the right pressure chamber. It was dripping. The unit was failing to rise above a pressure of 220 mmhg in the first 10 minutes when the clamp was closed. The h l-1200 registered a pressure of 294 mmhg before the y separation of the two pumps. This problem was also observed when the bladders were reversed. The operator had to use a second bag of IV for a cushioning effect. This was done to help empty the first bag. The customer also suspected that the pressure indicator was broken. This product problem was observed during patient use and about half way into the medical intervention.